Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345 (thermistor disparity). No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no: (B)(6). The device was received for evaluation. During functional testing, the pump alarmed system error 345 (thermistor disparity). A service history review revealed the device had been serviced within the last 12 months. The current reported problem does appear as a repeat symptom within the past 12 months and the ultrasonic sensor was replaced. Review of the prior service record indicates that all service actions were completed during the prior return. The cause of the condition was faulty ultrasonic sensor. The ultrasonic sensor requires to replace to address the issues. Should additional relevant information become available, a supplemental report will be submitted.